Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results on onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the compressor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported issue was isolated to internal issue with corrosion inside the motor brushless housing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyarie that the avea ventilator experienced a compressor failure. Patient involvement is unknown at this time.